Manufacturer narrative:
Follow-up #1: date of submission 21-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events. During investigation, the battery compartment was found to be cracked on the side from the threads to the pump cover. There was no evidence of moisture or corrosion in the battery compartment. The threads of the returned battery cap were observed to be stripped. The returned battery cap was unable to properly secure to the pump to maintain an electrical connection. A test battery cap was used and able to properly secure to maintain an electrical connection for testing. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.